Event description:
It was reported tha the right ventricular (rv) lead had a sharp increase in thresholds. Additionally, the patient called to report being "in complete heart block" and the rv lead "was not capturing". The patient was dependant; therefore, the physician decided to cap and replace the rv lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.